Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programed with the test minilink and glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator. The sensor feature works properly. No lost sensor alarms were noted. No button error alarm noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 312 mg/dl. The insulin pump will be replaced. Nothing further reported.